Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 316 mg/dl. The customer stated that they had to call paramedics for assistance because their insulin pump failed to deliver insulin. The customer stated that they were not feeling well and had hard time breathing. The customer was shaking and had a headache. The customer was treated for the high blood glucose with insulin but the blood glucose levels only lowered four points in twenty minutes.